Event description:
It was reported that when the smiths medical cassette was attached to a smiths medical pump, the pump alarmed "no disposable." This incident occurred 4 times with 4 different pumps and cassettes from the same lot number (4057999). The customer confirmed that the cause of incident was the cassettes because the 4 pumps were used with another 100ml cassettes and no issue was identified. During the flush, an error message on the pump was identified, indicating an occlusion, upstream or downstream of the filter. The users had the possibility to continue the flush but the fault appeared again. Then, the users re-prepared the cassette with a new cassette from the same lot and it was subsequently administered without any issue.